Event description:
The complainant reports an under delivery. The reporter indicated that the intended delivery amount was 372ml; however, the actual delivery amount was 100ml.

Manufacturer narrative:
(B) (4): the device reported is an abbott product that is marketed internationally and is the same or similar to a device that is marketed domestically. (B) (4)